Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence finding of: "no abscess is visualized in the mitral valve" has been changed to "there is a hyperechoic mass associated with the mitral valve." In this issue, the original sentence indicates the absence of abscess in the mitral valve. This have been changed to contain a contradictory clinical finding indicating the presence of a hyperechoic mass on the valve, which clinically could inaccurately lead the reader to think that the patient maybe have a thrombus or possibly a rhabdomyoma, which is a common cardiac hyperechoic mass type. If this sentence change exists in actual reports, the ca believes that the reader would look at the images to correlate as there would be no mass dimensions recorded anywhere; this would have the potential to lead to inappropriate diagnosis, and potentially lead to inappropriate treatment. The reader would most likely be confused if the sentence change had corrupted historical data where the original cardiologist had documented the abscence of an abscess which was changed to a hyperechoic mass is present, when there as actually no mass present at all. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There has been no reported patient harm for this occurrence. A reportable correction us underway for this issue and has been reported to the FDA via reference # z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 14th occurrence is being reported for the same issue/ same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence is 1 study date.